Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer stated that she is changing her infusion set and the reservoir got clogged. The customer stated that she was not able to push the plunger up after she filled with insulin. The customer was advised to return the reservoir for analysis and we send a replacement. The customer reported a past event.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill testing on the reservoir and the reservoir passed inspection. No occluded anomalies were found during analysis.